Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth and central abrasion on both eyes (ou) at 3 day post-operative exam. The patient commented on blurred vision and was afraid the blurred vision was permanent. Through follow up it was learned that the patient was treated with antibiotics and steroids on the day of treatment but it was part of the post-operative management. When the patient was seen at day three (3) post op exam, the patient was told to continue the steroids due to the epithelial ingrowth and corneal abrasion. The cornea abrasion was resolving when seen at day 3 post op exam. Right eye (od) pre-op 20/20 -7.00 x -1.25 x 15. Left eye (os) pre-op 20/20 -6.75 x -1.50 x 167.